Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email regarding an error message issue with the use of the abbott diabetes care (adc) device. The customer obtained an unspecified error message implying the failure of the adc device resulting in the customer being in the hospital at the time of the complaint. Although the customer remained capable to providing self-treatment, contact with a healthcare professional (hcp) was made and unspecified treatment was provided. There were no further information provided as the customer declined to provide additional medical event details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email regarding an error message issue with the use of the abbott diabetes care (adc) device. The customer obtained an unspecified error message implying the failure of the adc device resulting in the customer being in the hospital at the time of the complaint. Although the customer remained capable to providing self-treatment, contact with a healthcare professional (hcp) was made and unspecified treatment was provided. There were no further information provided as the customer declined to provide additional medical event details. There was no report of death or permanent impairment associated with this event.